Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon had 2 eyes that presented with diffuse lamellar keratitis (dlk) grade 1+ post surgery. The surgeon did not clarify if the eyes belonged to the same patient or if they belonged to different patients. Surgeon increased the topical steroid drops every 1-2 hrs for 2 days and dlk was resolved at last visit. No loss of best corrected visual acuity reported. Several attempts to clarify with the account if more than one patient was involved however, no additional info had been provided at the time of this report.